Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incidents. A visual inspection was performed on the product. The device was received pressurized. A functional evaluation was performed. The device was delayed in it's pressurization. The device passed the weight test. The piston migration was at 1.92 inches. There were no issues with the clamp assembly. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The joints each moved smooth and easily when the device was depressurized. The device was left pressurized for 10 minutes and each test was repeated. No issues were found. The reported complaint of "noisy" was confirmed and the root cause is associated with a component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported complaint of "noisy" include a seal failure or depletion of hydraulic fluid over time. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event of "not locking" include a seal failure or depletion of hydraulic fluid over time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded these were a repeat issues. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder scope, the spider 2 tenet 7615 was not locking down in position, it was making whining noises. No patient injury or any delay were reported. It is unknown how the procedure was finished. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.